Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The flexible drill shaft broke into two (2) pieces at the wound-wire component near the quick coupling adaptor. There were signs of wear throughout the complaint sample in the form of scratches, nicks and gouges. A manufacturing review did not reveal any discrepancies. The reported event is attributed to wear. Report source; distributor (B)(4). Foreign as event occurred in (B)(6).

Event description:
It was reported during an unknown patient procedure that during preparation of the screw hole the flexible drill shaft broke. The surgery was completed successfully. No adverse events were reported as a result of the malfunction.